Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna23, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. The manufacturer attempted to retrieve additional information on the reported event and the device involved. Since no further information was received and the device was not returned after the explant (unknown disposition), no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion to the reported event. However, per the document review performed, no manufacturing deficiencies were identified for the involved device. The root cause remains undetermined at this time. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a crown valve cna23 was implanted on (B)(6) 2019. This valve was explanted on (B)(6) 2021 and replaced with a carbomedics top hat valve s5-025 (this device was ultimately explanted on (B)(6) 2021, ref 3005687633-2021-00131). No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a crown valve cna23 was implanted on (B)(6) 2019. This valve was explanted on (B)(6) 2021 and replaced with a carbomedics top hat valve s5-025 (this device was explanted on (B)(6) 2021, and reported separately under (B)(4). No further information is presently available. No allegation of a device malfunction nor of a serious injury was indicated during this particular event.